Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 326 mg/dl. Customer was unsure if there was a issue with the screen and explained to her the possible causes of blank display. Customer was advised to monitor pump since she was able to get the screen to time up and the display came up in full. Customer was assisted with programing, time/date, basal rates, fixed prime and max bolus.